Event description:
On (B)(6) 2025, the user reported low blood glucose (bg) overnight while new to the ilet. The user's blood glucose (bg) was 68 mg/dl and corrected with glucose tabs. The agent discussed the adaptation process, and the user planned to continue monitoring and consult their hcp if needed. The user's lowest blood glucose (bg) recorded was 68 mg/dl. Bg was corrected by the ilet pump. Symptoms included sweating and agitation. No medical intervention or outside assistance reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.